Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported "I have allergan breast implants that have been recalled trf silicone texted. They have ruptured x2 and leaking into my lymph node. I need surgery to remove them asap." The device still remains implanted.

Event description:
The affected side of rupture, is for left side.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Patient reported "I have allergan breast implants that have been recalled trf silicone texted. They have ruptured x2 and leaking into my lymph node. I need surgery to remove them asap." The device still remains implanted.